Event description:
It was reported that during the da vinci surgical procedure, a broken cable was noted on the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the distal celvis hub. The broken segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.